Event description:
Upon further review of co's files, it was determined that the complaint associated with medwatch report # 6000093-2005-00989 was filed under an incorrect MFR report number: therefore, this medwatch has been created to alert the FDA that the report should have been submitted under MFR report number 6000089.

Event description:
It was reported that during a coronary stent procedure, the shaft of the catheter broke. Angiography was performed on pt with diagnosis of high risk unstable angina. Angiography showed a severe lesion at the mid anterior descending coronary artery. The guide catheter was advanced distal to the anterior descending coronary artery. The delivery/stent device shaft broke while attempting to advance through the guide catheter. The delivery/stent device was removed without incident. The physician placed another manufacturer's stent to comlete the procedure. No pt injuries or complications were reported.